Event description:
It was reported that a patient was set up on a morphine pca (patient controlled analgesia). When the syringe was being changed, it was noticed that there was still fluid in the syringe; however, the plunger was all the way down. Patient possibly did not receive the prescribed pain medication. The event occurred at the intensive care unit. Later on, the patient was transferred to medical surgical unit (lower level of care). Customer reported there were no patient adverse effects caused in this event.

Manufacturer narrative:
The report of an underinfusion of morphine was neither confirmed nor replicated. ¿ the pcu event log contained no obvious programming errors that would result in the reported event. ¿ the pca module was programmed to infuse a pca dose only infusion. The pca event log shows that the amount that was recorded as delivered matches the number of delivered pca dose requests. ¿ there was 2.9043ml remaining at 12:17 pm on ((B)(6) 2020 when the first syringe was changed and 19.843ml remaining at 8:19 am on ((B)(6) 2020 when the device was channeled off. ¿ a review of the device error logs found no errors during the time of the reported event. ¿ functional testing performed found the pca module to be operating within specification. ¿ there were no issues noted during inspection of the device that would prevent the pca module from correctly identifying an installed syringe. ¿ the syringe and event extension tubing were not returned with the pca module. Device history review: review of the pca module s/n ((B)(6) service history record showed the device had a manufacture date of 16nov2018. A review of the device service history record was performed beginning from the date of manufacture to the present date ((B)(6) 2020) and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. The root cause of the reported underinfusion of morphine was not identified.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, customer unable to provide patient information due to privacy laws. Log review only.

Event description:
It was reported from the ICU that a patient was set up on a morphine pca (patient controlled analgesia). When the syringe was being changed, it was noticed that there was still fluid in the syringe, however, the plunger was all the way down. Patient possibly did not receive the prescribed pain medication. The patient was transferred to med surg. Customer reported there were no patient adverse effects caused in this event.